Event description:
The facility representative reported a flogard infusion pump with failure code 73. The event was reported to have occurred upon power up in the emergency room. This condition had the potential to interrupt delivery, there was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. However, the assignable cause was not identified. The device was returned unrepaired. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted. Correction: the problem was confirmed, however, this information had been accidentally omitted from the previous medwatch submission.